Event description:
Customer reported that they received a button error alarm on the insulin pump. Customer stated that he was in the lake and the insulin pump was exposed to fluid. Customer's current blood glucose reading is 130 mg/dl. No further information.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.